Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer's activation button was not working. The programmer passed functional and bench tests. It was indicated that the display would drop, the keyboard latch was broken, the power cord bay door was broken, and the stylus tip was bent but functional. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a clinician was running a ventricular threshold test with the programmer, the test was stopped, but the programmer continued to pace the patient at the same rate. The programmer was unplugged, which stopped the pacing. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.